Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 4.1 in row b is not recognized on the bus following the system reboot after performing maintenance on the connected tower. A field service engineer confirmed that the station was powered down. Upon removing the back panel, the drawer was disassembled in accordance with the guidelines outlined in fsg section 3.11.3. During the disassembly process, the retractor band cable was reseated at both the drawer and the module controller. Additionally, the row board cable was reseated at the drawer controller and the individual row boards. After reassembling the drawer, the device was powered on. The functionality of the station was verified through diagnostics, and new firmware was installed on the new module controller for drawer 4. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 4.1, row b, is not recognized on the bus. A customer has reported that the user was unable to dispense medication for the patient due to a reported malfunction, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.